Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated h9 to include notification isifa2023-02-r.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the tip-up fenestrated grasper instrument snapped off. The fragment fell into the patient and was retrieved. The procedure was completed as planned.

Manufacturer narrative:
The tip up fenestrated grasper has been returned and evaluated by the failure analysis team. Failure analysis found the primary finding of broken instrument grips -tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.185" x 0.808" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.